Manufacturer narrative:
Additional information provided in sections d.9. H.3. H.6. And h.10. The company representative was able to replicate the reported event. The illuminator was replaced to address the issue and returned for testing on this investigation. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The illuminator was received for testing on this investigation. A visual assessment of the returned sample revealed lamp debris inside the housing, which caused chipped housing and dirty lenses/mirrors. Functional testing could not be performed because the housing was damaged and could not be cleaned. The root cause of the reported event remains attributed to the nonconforming illuminator. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the bulbs 3 and 4 of an ophthalmic operating console was not working. Procedure details were not provided. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).